Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked at the blue fitment. During an infusion of etoposide in the picu, a lot of air bubbles developed. There was no way to aspirate the air out of the line. They use texium as their closed system. The etoposide is infused on a short-set tubing, primed with saline by pharmacy, then delivered to the department. The nurses stated that they were flicking the line to get the air bubbles to try and rise, then noticed that the tubing started to leak around the blue fitment on the pumping segment. It was not clear if the leaking was above or below tubing connections with the blue fitment.